Event description:
While trying to remove old screws from pt's left femur with a screw extractor from total joint conversion, three points of the instrument broke off into the pt's tissues. No attempt was made to retrieve the pieces.